Event description:
It was reported that the patient was experiencing intermittent shocking sensation at the back around the bra line causing minimal discomfort. It was noted the patients leads had high impedances. The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively. The explanted device components will not be returned as they were kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 20917229. Product family: scs-ipg-r upn: m365sc11600 model: sc-1160 serial; (B)(6) batch: 339195.